Event description:
It was reported that the user¿s ilet insulin pump had a cartridge that became stuck in the pump chamber, and troubleshooting steps including use of pliers and tweezers, filling tubing and attempting extraction, and rewinding the piston while holding the cartridge were attempted multiple times without success, after which a replacement pump and return materials were provided and the user was instructed on shutdown, data sync, and return procedures. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included temporary discontinuation of the affected pump and use of backup therapy until the replacement was in use. Investigation included technical troubleshooting with the user and logistical follow-up for device return. Investigation of the returned device revealed a mechanical issue related to the cartridge interface within the pump chassis that prevented removal, consistent with a cartridge or chamber mechanical obstruction, with no alarms reported.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.